Manufacturer narrative:
This report is submitted on september 20, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced persistent infection at implant site; however the issue could not be resolved, resulting in the decision to explant the device on (B)(6) 2017. It is unknown if the patient was reimplanted with another device as of the date of this report september 18, 2017.

Manufacturer narrative:
It was reported that prior to explantation, the patient experienced pain and an extrusion of the receiver stimulator as a result of the infection. Two surgical attempts were made to close the wound; however, the attempts were unsuccessful, resulting in the explantation of the device.